Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the pump and transmitter regained connection. No additional patient information was available.